Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a pacing impedance low out of range measurement on the right atrial (ra) channel. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.